Event description:
It was stated that the customer passed away. The customer of death is unknown. It was also stated that the customer was wearing the insulin pump at the time of death.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the product has not yet been analyzed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.